Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 10x30 smart control self-expanding stent (ses) was used. The doctor attempted to implant the stent without pre-dilation because the plaque appeared to be soft on the initial CT scan. The physician turned the dial, but it just kept spinning without any effect, and after nearly a minute s/he was finally able to release one strut. Because the stent was short in length, the physician was reluctant to deploy it using the slider lever as it might jump, so it was removed from the patient body. After the pre-dilation was performed, a 10x40 smart control stent was implanted. The dial on it also spun freely, but s/he was finally able to complete the placement by deploying it using the slider lever. There was no reported injury to the patient. The lesion was the right iliac artery. The products version handled per the instructions for use (IFU). The temperature exposure indicator on the pouches was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The devices were inspected and prepped per the IFU. There was nothing unusual noted about either stent delivery system prior to use. The stents were still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing either system. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion length was measured to be 9mm. The lesion was noted to have 100% stenosis. The lesion had severe calcification. The vessel had moderate tortuosity. The 10x30 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. The 10x30 device was removed intact from the patient. The 10x40 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. The device will be returned for evaluation.

Event description:
As reported, a 10x30 smart control self-expanding stent (ses) was used. The doctor attempted to implant the stent without pre-dilation because the plaque appeared to be soft on the initial CT scan. The physician turned the dial, but it just kept spinning without any effect, and after nearly a minute s/he was finally able to release one strut. Because the stent was short in length, the physician was reluctant to deploy it using the slider lever as it might jump, so it was removed from the patient body. After the pre-dilation was performed, a 10x40 smart control stent was implanted. The dial on it also spun freely, but s/he was finally able to complete the placement by deploying it using the slider lever. There was no reported injury to the patient. The lesion was the right iliac artery. The products version handled per the instructions for use (IFU). The temperature exposure indicator on the pouches was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The devices were inspected and prepped per the IFU. There was nothing unusual noted about either stent delivery system prior to use. The stents were still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing either system. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion length was measured to be 9mm. The lesion was noted to have 100% stenosis. The lesion had severe calcification. The vessel had moderate tortuosity. The 10x30 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. The 10x30 device was removed intact from the patient. The 10x40 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, a 10x30 smart control self-expanding stent (ses) was used. The doctor attempted to implant the stent without pre-dilation because the plaque appeared to be soft on the initial CT scan. The physician turned the dial, but it just kept spinning without any effect, and after nearly a minute s/he was finally able to release one strut. Because the stent was short in length, the physician was reluctant to deploy it using the slider lever as it might jump, so it was removed from the patient body. After the pre-dilation was performed, a 10x40 smart control stent was implanted. The dial on it also spun freely, but s/he was finally able to complete the placement by deploying it using the slider lever. There was no reported injury to the patient. The lesion was the right iliac artery. The products version handled per the instructions for use (IFU). The temperature exposure indicator on the pouches was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The devices were inspected and prepped per the IFU. There was nothing unusual noted about either stent delivery system prior to use. The stents were still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing either system. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion length was measured to be 9mm. The lesion was noted to have 100% stenosis. The lesion had severe calcification. The vessel had moderate tortuosity. The 10x30 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. The 10x30 device was removed intact from the patient. The 10x40 smart did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control was held flat and straight outside the patient. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " tuning dial (smart control only) rotation difficulty and stent delivery system (sds) deployment difficulty partial deployment" could not be confirmed. As per the instructions for use (IFU), grasp the handle in a fixed position with the tuning dial held between the thumb and index finger. Deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction. Once the stent is partially deployed, it cannot be recaptured. No attempt should be made to recapture the stent, as was done in this case. No preventative or corrective actions will be taken at this time.